Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. Upon evaluation, the monitor exhibited an intermittent flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was displaying service code 107.